Event description:
It was reported that the patient's right atrial ((ra) lead exhibited noise over-sensing, which resulted in pacing inhibition. The ra lead was explanted and replaced. The patient was in stable condition.